Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual inspection: received one (1) packaged ch2000s, spinning spiros; lot# 3311262; one (1) packaged b1434 8: (20cm) appx 0.48 ml, smallbore ext set w/0.2 micron filter, clamp, rotating luer; opened package bbraun infusomat space pump IV set ref 363430. Functional testing: one new ch2000s spinning spiros was returned to be tested with the bbraun infusomat space pump IV set for connection security. The new ch2000s spinning spiros was attached to the bbraun infusomat space pump IV set at a connection torque of 1.95in-lbs. The product performance specification requires a connection torque between 1.1in-lbs and 2.6in-lbs. The new ch2000s spinning spiros meets product performance expectations for connection torque. Final analysis summary: the new ch2000s spinning spiros meets product performance expectations for connection torque and shows no propensity to prematurely disconnect from a mating device. ICU medical will monitor and trend

Event description:
Complaint received regarding spiros disconnecting from the bbraun pump set. Unprotected chemo exposure reported but no adverse patient consequences reported.